Event description:
It was reported that the unit had a battery fault error. The device was in use at the time of the event; however, no patient or user harm was reported. The customer reported that the v60 device had a battery fault error during patient use. The customer was not able to troubleshoot but wanted the battery part number. The remote support engineer (rse) provided the part number for the internal battery. Further information is pending.

Manufacturer narrative:
It was reported that the battery was replaced, and the issue was resolved. The device was returned to service.